Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received multiple pump error alarms, failed battery test, and had high blood glucose levels. The customer's blood glucose level was reported to be 30.6mg/dl. It was reported that the customer treated low levels with apple juice. It was reported that the customer's device would suspend and rewind on its own. Troubleshoot was reported to be conducted. It was reported that the customer was advised to discontinue use of the device, and that it would have be to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked or failed battery test alarms were noted. Formatted history file analysis confirmed pump error 53 and pump error 4 with line number and file number. We were unable to verify root cause per r and d. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratches on lcd window, case and keypad overlay.